Event description:
Intraoperative issue experienced during a shoulder surgery performed on (B)(6) 2023. During process of removing trial stem and conical guide for reaming the tip of the adaptor sleeve instrument broke. (Commercial code # 9013.52.147 - lot #19ag0y4) removed conical guide by using allen wrench to disengage from trial stem. Then removed trial stem with trial stem impactor handle. Surgery time delayed by 5 minutes. Patient is a female, 75 yrs. This event occurred in australia.

Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #19ag0y4, no pre-existing anomaly was found on the components manufactured with this lot #. First complaint received on this specific lot number. Instrument analysis the instrument was returned to limacorporate for further analysis. The visual inspection confirmed that the plier of the instrument has broken, however the tip of the plier not available to be returned to limacorporate. Considering that: · check of the manufacturing charts highlighted no anomalies on the instruments manufactured with lot #19ag0y4; · the visual analysis confirmed that the plier of the instrument broke off and for this reason it could not engage to the trial instruments. We cannot define with certainty the root cause of the event. We can hypothesize that unexpected stresses have been applied, leading to plier's breakage. Pms data according to our pms data, we can estimate the occurrence rate of breakage of the plier of the instrument 9013.52.147 to be 1.17% (ww). The device involved in the complaint is in version 00. Before becoming aware of this event, limacorporate increased the thickness of the instrument's plier as an improvement to further enhance its mechanical strength, and thus released the new version of the instrument (v.01). Instruments in version 01 are available on the market since december 2020. The occurrence rate of breakage of the instrument's plier has decreased to (B)(4)% for v.01. Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues.

Event description:
Intraoperative issue experienced during a shoulder surgery performed on (B)(6) 2023. During process of removing trial stem and conical guide for reaming the tip of the adaptor sleeve instrument broke. (Commercial code # 9013.52.147 - lot #19ag0y4) removed conical guide by using allen wrench to disengage from trial stem. Then removed trial stem with trial stem impactor handle. Surgery time delayed by 5 minutes. Patient is a female, 75 yrs. This event occurred in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #19ag0y4, no pre-existing anomaly was found on the components manufactured with this lot #. Will submit a final MDR as soon as the investigation is completed.